Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was off by 8 to 12 hours. Reportedly, the contact believes that the pump is resetting the time. Review of t:connect pump data showed that when the pump was received, the date/time were not changed. The battery depleted with the correct sequences of alerts/alarms, and the pump was put into shelf mode on multiple occasions. Additionally, it was found in t:connect that the pump was turned on from being in shelf mode. There was no reported impact to the user's blood glucose level.